Event description:
It was reported that during an unk procedure, this incident occurred when a newly opened linear cutter reload could not be properly fitted onto the linear cutter stapler. Multiple attempts were made by the staff to align and secure the reload, but it failed to lock into position as expected. The team inspected both the stapler and the reload for any visible defects or obstructions, but no obvious issues were found. The case was completed with another new linear cutter reload. The procedure was delayed by 5 minutes and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch#: 556d90. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the sr75 reload was received with no apparent damage. The reload was received fully loaded; however, the staples swing tab was found positioned beyond the unlocked position, which prevented the reload from being loaded. The swing tab was manually assisted back to the unlocked position. The reload was tested for functionality with a test device and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples met the staple form release criteria. No conclusion could be reached as to how the swing tab became moved of its unlocked position, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 556d90, and no non-conformance's were identified. Additional information was requested and the following was obtained: 1. Could you please clarify if there were any patient consequences? Ans: no. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Ans: no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.